Event description:
It was reported that the lead had an apparent fracture, loss of capture, and high impedance greater that 2000 ohms. There was an attempt to remove the lead, however unsuccessful. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.